Manufacturer narrative:
The returned device was evaluated which included functional testing. The unit powers on using on ac power source but the screen blinks every several seconds attempting to establish communication with rds-3. Internal inspection reveals that the rear pins are damaged preventing proper connection to the rds. A service history record review reveals that this unit was in the field for two (2) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the radical-7 will not stay turned on, keeps shutting off. No consequences or impact to patient were reported.